Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. As such, surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Patient had ipg explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.